Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a distal, de novo non-calcified lesion, the fox sv balloon catheter was inflated and ruptured at 20 atm. Another device was used to complete the procedure. There was reportedly no adverse pt effect. This is all known info at this time.

Manufacturer narrative:
Device was received. Investigation is not yet complete.